Event description:
Report received of approximately ten tubing ruptures while in use with a power injector. The customer reported that over an unspecified length of time, approximately ten administration sets ruptured during high pressure injection of contrast agent. There was a spray of contrast when the tubing ruptured, and no blood leakage. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.